Manufacturer narrative:
Following our receipt of the one returned used partial sensor(only needle was return) and performed visual inspection and found needle bent outside of the needle hub, causing needle hard to remove from sensor as noted in the comments by the customer. No broken or missing parts were observed during analysis. See attached pictures for details. In summary, the customer complaint for needle hard to remove was confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported needle hard to remove and sensor break. Customer reported sensor wouldn't connect with transmitter and pump. The customer reported no adverse event. The event involved product(s) mmt-7040a. The troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-7040a, mmt-7841zn and mmt-1884l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.